Event description:
Healthcare professional reported through company representative "rupture". This record is for the left side. Device was explanted and replaced by another manufacturer's device. Device will not be returned.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification e1 (physician phone no.): (B)(6).